Event description:
It was reported to boston scientific corporation on september 10, 2008 that a gold probe bipolar electrohemostasis catheter was used during a colonscopy procedure, performed in 2008. According to the complainant, "the probe broke in half when it was feeding into scope." Reportedly, the procedure was completed with another bipolar electrohemostasis catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable".

Manufacturer narrative:
The device has been returned. The device evaluation has not been performed. The cause of the reported malfunctions is undetermined.